Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: (B)(6) 2020: 48 mg/dl (guide), 122 mg/dl (performa). (B)(6) 2020: 40 mg/dl (guide), 118 mg/dl (performa). (B)(6) 2020: 50 mg/dl (guide), 143 mg/dl (performa).